Manufacturer narrative:
Sc1-cap locked in place properly during testing. Proceeded by using original battery cap and a new battery. Unit powered up with unclearable message regarding incompatible battery, persisting after multiple battery installations. Unit was downloaded successfully using thump software for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed pump error 43 on 08/31/2025 12:24:01.000 through 08/31/2025 18:41:07.000, with several alarms noted. Due to unclearable failed battery message, unable to test unit for displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. The power management tool revealed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were outside of spec range with abnormal behavior. Unit was cut open and a visual inspection of connectors and electronic stack was performed. Corrosion was noted on electronic assembly on pcb1, causing the battery anomaly. Additionally, corrosion was also noted on the motor home switch, causing pump error 43. Unit was received with the following cosmetic damages: scratched case and pillowing keypad overlay. In conclusion, customer allegations of pump error 43 were confirmed when pump error 43 was found in download history review, caused by corroded home switch. Additionally, failed battery test was also noted when unit powered on with unclearable battery anomaly message, caused by corroded electronic assembly. Isolate to electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) alarm. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and history shows that there were a total of 4 occurrences. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.